Event description:
The pt was implanted with a renew receiver in 2007. It was reported that the pt developed an infection and his entire sys was explanted in late 2007. The pt received his new renew receiver sys in early 2008.

Manufacturer narrative:
Method: additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Ans inc corp has limited info related to the pt's medical history, and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc corp defers to the pt's physician regarding medical history.